Event description:
It was reported that this insertable cardiac monitor (icm) stored multiple false positive pause episodes due to undersensing. One of the most recent ones showed some noise and no clear qrs. The clinic plans to perform a wellness check. The icm was partially sticking out of the patient's body. The patient didn't follow discharge instruction properly and left the outer bandage on. The patient was unaware the device wasn't fully inserted until the clinic reached out. The icm was explanted and it was returned to bsc. No new icm was implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Testing was completed to assess sensing and device functionality. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) stored multiple false positive pause episodes due to undersensing. One of the most recent ones showed some noise and no clear qrs. The clinic plans to perform a wellness check. The icm was partially sticking out of the patient's body. The patient didn't follow discharge instruction properly and left the outer bandage on. The patient was unaware the device wasn't fully inserted until the clinic reached out. The icm was explanted and it was returned to bsc. No new icm was implanted, and no additional adverse patient effects were reported.